Manufacturer narrative:
In response to medtronic's request for device return, the device was returned and evaluation (detailed as follows): temperature tests prior to repair could not be performed due to the device not running upon receipt. Analysis found the presence of rust and dirt, which was so bad that it caused the deterioration of parts such as motor, ball, o-ring, nose and bearing. The device was repaired, tested and passed all manufacturing specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a visao handpiece drill overheated intraoperatively during a tympanoplasty. The procedure was successfully completed using a backup device. There was also no report of patient impact or injury as a result of this event.